Event description:
Reporter indicated that vns patient experienced an increase in seizure activity above pre-vns baseline frequency. It was reported that the patient typically experience 5 seizures per month, but that they recently experienced 50 seizures in one weekend. At follow-up office visit ten days later, the patient was no longer experiencing an increase in seizure activity and was doing fine. The patient denies any recent injury or trauma that may have damaged the vns therapy system. Approximately two weeks prior to the seizure increase, treating neurlogists experienced difficulty communicating with the patient's device, which resulted in both the normal mode and magnet mode output currents being set ot oma. Prescribed parameters were reprogrammed without incident at follow-up visit two days later when a replacement programming system was available. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversley affect device performance. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.